Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned for analysis by boston scientific. Visual inspection showed the device was stuck in the sheath, the shaft was tear, and the distal section of the catheter has its wire exposed. Functional testing showed that the steering knob and the tension control knob did not function properly. Abnormal resistance was felt when actuating the steering mechanism since the device was stuck in the sheath. A continuity test was not performed since the electrical wires were exposed. An electrical test was not performed either since the catheter has exposed wires and due to its condition, it will not be appropriate nor safe to immerse the catheter in the rhythmia electrical system.

Event description:
The complaint is reportable upon device analysis results; it was reported that during a procedure to treat atrial fibrillation (af), an intellanav mifi open-irrigated ablation catheter was selected for use. A mini electrode signal 1-2 error occurred. The device was replaced and the procedure was completed successfully without any patient complications. Catheter was returned to boston scientific for laboratory analysis. Upon device evaluation, it was found that the device was stuck in the sheath and the shaft was torn.